Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed and no complaint related issues were found. Visual evaluation noted the complete upper part of one shortcut plate cutters broken off. There were visible nicks at the cutting edge. The investigation found that the damage exhibited by the device could have been due to excessive cutting force and the reported condition could not be determined.

Event description:
According to the reporter, the legs are breaking off of the matrix neuro compact module, when used as a stand alone device.